Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally selected "close" instead of "resume" during the load process. Tandem technical support guided the customer through completing the load process once more. After completing the load process, the customer successfully resumed insulin deliveries. The customer's blood glucose (bg) level was 257mg/dl and a correction bolus was delivered to address the bg level.